Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. If intravenous thrombolytic therapy or surgical/percutaneous intervention occurred, or harm occurred due to the device, this is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 23mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 6 years, 3 months due to thrombosis.

Manufacturer narrative:
H10: additional narratives : updated b3, b5, and h6 per new information.

Event description:
It was reported that a patient with a 3300tfx 23mm aortic valve underwent a valve-in-valve procedure after an implant duration of 6 years, 3 months due to thrombosis. A 9750tfx 23mm was implanted.